Manufacturer narrative:
Lumenis investigated the reported event. The foreign facility had reported that during a procedure with the versapulse powersuite an error was displayed and the system stopped working, an alternate device was brought in to complete the procedure. A lumenis service engineer visited the site the four (4) days after the reported event and examined the device. The engineer replaced the system's main cpu board and after reconfirming it's operation, the engineer returned the system to the facility in working order a review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. The system was manufactured on 25-oct-2016 and installed at the customers site on (B)(6) 2018. A review of historical product complaints from the past two years shows that the same malfunction of cpu board failure has not led to serious injury. A review of system risk files ((B)(4)) revealed risk #(B)(4); system failure which has the potential to lead to prolonged procedure -or- ineffective treatment which may require re-operation. The risk has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within full risk assessment. The faulty cpu was return to lumenis on 09-aug-2019, however the part was not addressed to a specific person (in gso/chu) and wasn't associated with any complaint, therefor, the part was sent to the refurbishing division (normal part processing). The adverse event notice from the (B)(6) national monitoring system was received on 10-oct-2019, well after the part was refurbished, therefore, no further investigation is possible. Although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate device as intervention to prevent permanent damage. In an abundance of caution lumenis is reporting this malfunction. Lumenis is closing this complaint, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop ((B)(4)) and per post marketing surveillance procedure ((B)(4)).

Event description:
Lumenis received a foreign user facility submitted cfda report ((B)(4)) on 10-oct-2019 regarding an event that allegedly happened on the (B)(6) 2019. During a laser lithotripsy for kidney stone procedure in which a lumenis versapulse powersuite 60w laser system was being utilitzed, an error was displayed stating " laser error, contact manufacturer directly". Unable to continue with the system, an alternate device was brought in to complete the procedure. The procedure was completed with the alternate device. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.